Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event has been confirmed through visual inspection of the returned packaging, which confirms that both the inner and outer sterile barrier have been breached. A review of the device history records did not identify any related deviations or anomalies during the manufacturing process. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the taperloc femoral stem was opened and the distal tip was protruding out of blister pack. It was not used during the surgery and no patient involvement occurred. Attempts have been made and additional information on the reported event is unavailable at this time.